Event description:
Country of complaint: (B)(6). Pineal tumor surgery has been carried out. The dura had been closed with optilene 5/0 75cm dr13. The skin closure has been done with monosyn 5/0 45cm dsmp11. Surgeons where satisfied with the suture material. Later, the surgeon notified that on (B)(6)the patient experienced a problem: cerebrospinal fluid leaked out. The situation was rectified using another manufacturers suture.

Manufacturer narrative:
Manufacturing site: evaluation on-going at manufacturing site.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 3 unopened race-packs. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. A total of (B)(4) units were manufactured and distributed. Received 3 closed samples. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As indicated in the note/precautionary measures from the instructions for use of the product: "when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: complaint is not justified. Corrective/preventive actions: na.